Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was an episode of sinus tachycardia that was treated with atp and two episodes of inappropriate therapy. The device was reprogrammed and the patient was stable.